Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2017 to excise eroded mesh. It was reported that the patient underwent a surgical procedure on (B)(6) 2019 during which the surgeon due to continued mesh erosion. It was reported that she experienced pain, mesh through her tissue, dyspareunia and post coital bleeding. No additional information was provided.